Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer stated that they treated the high blood glucose by bolus. The customer also reported that the insulin pump was dropped. The customer's blood glucose was 371 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.